Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was powering off during use. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began one month ago, around 8:00 a.m. The pt indicated that she continued to take her usual dose of glucophage, 500 mg. The pt reported feeling lightheaded and sweaty after the issue began. She denied receiving medical attention. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the pt reported that she had developed symptoms, which can be suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.